Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and leaking was observed.

Manufacturer narrative:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and leaking was observed.